Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed in the esophagus on (B)(6) 2021. During the procedure, the balloon was noted to be leaking. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole. Please see block h10 for full investigation details.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The reported physician is dr. (B)(6). The reported healthcare facility is: (B)(4). Block h2: additional information: (B)(6). Block h6: device code a041001 captures the reportable investigation finding of balloon pinhole. Block h10: investigation result a visual examination of the returned complaint device found that the balloon and the catheter did not have any damages. The guidewire was noted to be kinked. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the shoulders on the body of the balloon, which confirms the reported event. It is possible that the technique used by the physician and/or the interaction with the scope when the physician advanced the balloon could have caused the balloon damage during the procedure. Additionally, handling and manipulation of the device during procedure can lead to a kinked guidewire. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any damages. The guidewire was noted to be kinked. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the shoulders on the body of the balloon, which confirms the reported event. It is possible that the technique used by the physician and/or the interaction with the scope when the physician advanced the balloon could have caused the balloon damage during the procedure. Additionally, handling and manipulation of the device during procedure can lead to a kinked guidewire. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed in the esophagus on (B)(6) 2021. During the procedure, the balloon was noted to be leaking. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.